Manufacturer narrative:
B3: the sterilization processing supervisor stated that the event date was (B)(6) 2020. H6: a device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. During the device evaluation it was confirmed that the tip parts had fallen off and the leak from the distal end was confirmed. More than one black dot was identified in the endoscopic images suggesting that the inner fibers were broken. It is presumed that the external force was applied to the curved part, and the load was transmitted to the joint part of the inner frame part, and it was broken and fell off. Based on the device evaluation it is speculated that it was caused by mishandling. The instructions of use state: do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation the reported issue was confirmed, the distal end of the scope was detached and the bending section sheath was torn. The channel was detached causing fluid invasion. The device was repaired and returned to the facility after passing inspection.

Event description:
The user facility reported that the tip at the very end of the scope is broken off. No additional information has been obtained.